Event description:
It was reported to manufacturer, by pt, who does phy therapy for a group home where this alleaged incident happened. Per reporter, patient fell while using the hoyer voyage lift. He was over his wheel chair when the incident happened and fell back into his w/c. Per rptr, a screw had came out and the track system tipped. They (someone at the group home) re-screwed it back into the unit. The manufacturer and dealer of unit has tried on numerous occasions to call this group home for further information and clarification as to what failed. No one has returned a call to mfg and or the dealer. Manufacturer did find out from reporter that this group home was using the voyager lift system without any polls; this system is designed to utilize a two, three or four poll support system with the track. It is believed they just screwed the track into the ceiling, somehow, questions as to how this was done?